Event description:
Pt. Was born with a bicuspid aortic valve and mixed aortic valve disease. He has cerebral palsy, dysmorphic features, and failure to thrive. He had 3 prior aortic valve repairs and then aortic valve replacement with a 19 mm mitroflow in (B)(6) 2012, at (B)(6). In (B)(6) of 2015, 6 months prior to his last surgery, two of the mitroflow valve leaflets were noted to be thickened and poorly mobile, though with a low gradient of 22 mmhg. He had a follow up echocardiogram in (B)(6) of 2015 demonstrating severe aortic valve stenosis with a gradient of 80 mm hg and only mild aortic regurgitation for which he was referred for surgical valve replacement. He was brought to the operating room on (B)(6) 2015, at (B)(6). The valve was noted to be heavily calcified with two fixed and immobile leaflets. He underwent a ross procedure (pulmonary autocraft).